Manufacturer narrative:
Serial/ lot # added. Expiration/ manufacture dates added. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
Occupation - medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting it to the cs300 intra-aortic balloon pump (iabp), the message optical sensor failure was displayed and the arterial pressure waveform was not displayed. The iab was not replaced, and the same iab is still in use. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood in the statgard sleeve, between the sheath and catheter, and on the exterior. An occlusion was found in the inner lumen and was cleared. A non-maquet sheath was attached at approximately 39.62 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).